Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. An attempt was made to inflate the cuff to 25mbar; however, the cuff could not be inflated. The sample was then immersed in water for leak testing. Air bubbles were observed coming from the inner lumen of the tube. The area of leakage was observed under magnification and it was found there was a large tear mark. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release.

Event description:
It was reported that "during the customer intubating, found air leaking". No patient harm or injury reported. The condition of the patient is reported as "fine".

Manufacturer narrative:
Qn# (B)(4)

Event description:
It was reported that "during the customer intubating, found air leaking". No patient harm or injury reported. The condition of the patient is reported as "fine".